Event description:
It was reported that the pulse generator exhibited backup vvi mode. Device replacement would be scheduled due to normal elective replacement indicator (eri).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.